Event description:
The customer stated that she tested her blood glucose and rec'd a reading of 42 mg/dl. She was not feeling well and was given some juice. Her blood glucose was tested again about 20 minutes later, and the reading was 34 mg/dl. The paramedics were called and they tested her glucose at 23 mg/dl. The customer was taken to the hosp and kept until her blood glucose levels were up to around 200 mg/dl. When the customer arrived back at home, she tested her glucose and rec'd a reading of 54 mg/dl. She retested using an elite xl and rec'd a reading of 235 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. Troubleshooting showed the system to be oeprating as designed, so no product will be returned for eval.